Event description:
It was reported that during procedure, the fiber started flashing after a few minutes, also life function started to blink. The metal cap was loose and detached from the fiber inside the patient. The fiber metal cap was removed from the patient body. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber started flashing after a few minutes, also life function started to blink. The metal cap was loose and detached from the fiber inside the patient. The fiber metal cap was removed from the patient body. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed functional tests for saline flow and connector function. However, microscope inspection of the fiber tip identified that, the metal cap and glass cap were detached and not returned. Therefore, the reported event of loose metal and detached metal cap was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.